Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device (B)(4) batch number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Events were submitted via 2210968-2020-04002 and 2210968-2020-04003.

Event description:
It was reported that the patient underwent a laparoscopic myomectomy on (B)(6) 2020 and the barbed suture was used. During suturing the incision, the end of the barbed suture got split about 5 cm in length. Another like barbed suture used to complete the procedure. There were no patient consequences reported.